Manufacturer narrative:
Manufacture date now provided.

Event description:
A medtronic representative reported that while in a procedure, there were artifact on the o-arm images. There was distortion of the image (synthetic ap) in the upper right corner, but only on the navigation system. Data set looked normal on the mobile viewing system. The physician chose to continue with navigation as the trajectory 1 and trajectory 2 views did not appear to be affected. The surgeon proceeded without issue until the level at which the distortion appears in the synthetic ap, then experienced accuracy issues. No specific measurements were provided. Site attempted to push the data set from the mobile viewing system to the navigation system a second time, and experienced the same issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable at this time. Medtronic representative performed a navigation system check-out, all areas passed. Image artifact was detector rollover. Performed analog offset calibration. No further issues.